Event description:
Upon implantation of a valve the surgeon noticed that the flow rate was too high. He tried to change the position of the catheter (high or low) but did not see improvement in the flow rate. He discarded the valve and used another one and observed a normal flow rate.

Event description:
Upon implantation of a valve the surgeon noticed that the flow rate was too high. He tried to change the position of the catheter (high or low) but did not see improvement in the flow rate. He discarded the valve and used another one and observed a normal flow rate.

Manufacturer narrative:
The device was returned to our facility and analyzed following our quality control procedure. A visual examination was performed. The valve and the reservoir are both clean. The inner mechanism of the valve was free of deposits and no marks could be seen on the body of the valve. The visual examination does not reveal any non-conformity. The valve was submitted to a series of functional tests. Air and alcohol was flushed through the valve and the qc specialist verified that the ball was not stuck on its seat, to check for possible obstruction. He observed that air and liquid flow remained possible and the ball is operating freely. He also verified that the valve could still be adjusted, upon return and after cleaning. The rotation test was compliant as well. Finally, all operating pressures of the valve were measured. They all fall within their tolerances. In conclusion, the returned valve meets all its specifications. The issue faced by the user could not be reproduced under laboratory condition.